Manufacturer narrative:
(B)(4).

Event description:
It was reported that "doctor was about to insert acute dialysis catheter in ICU. During inspection of the product he saw the crack on needle hub." The user changed to a new set to resolve the issue. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Visual analysis confirmed cracking on the needle hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents' may also weaken the adhesive bond between catheter stabilization device and skin". The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The reported needle hub was confirmed to be made from the old needle hub material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "doctor was about to insert acute dialysis catheter in ICU. During inspection of the product he saw the crack on needle hub." The user changed to a new set to resolve the issue. This was found prior to use. There was no patient involvement.